Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that rfna/ 12mm/ 340mm/ standard bend/ ster and unk - screws: locking were involved in an event. The reported failure included a nonunion of a femoral fracture following fixation with a retrograde femoral nail and multiple interlocking screws. During revision surgery, the nail and screws were removed and replaced with a distal femur replacement. Of the four distal screws, one was backing out and two were broken. The event required a corrective invasive procedure to replace the device. The implant was explanted and is not available for return.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The x-ray investigation revealed nothing indicative of a device nonconformance. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the rfna/ 12mm/ 340mm/ standard bend/ ster would have not contributed to the reported adverse event.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.